Manufacturer narrative:
(B)(4). The analysis results showed that one device arrived in good visual condition and void of staples. The device was manually loaded with staples and it was tested for functionality. The device was fired and it formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Device was not returned requested additional information and received the following response on (B)(6) 2011: the pa in the case believes the patient stayed for a week and then was released. She does recall that a bowel prep was ordered but was insufficient. She believes extra antibiotics were given. Surgeon said that due to the amount of bowel that leaked out, the patient was on antibiotics for 10 days and then released. As far as tissue, he mentioned it appeared very thick, maybe thicker than access55 could handle. Surgeon could not confirm gender of the patient at this time or age. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a sigmoid colectomy procedure, the device was fired and the staple line was not complete. It did not fire fully across the bowel. After further exploring, the surgeon noted stool was coming out and none of the staples formed correctly. They irrigated the site with antibiotics and removed all the staples. The surgeon then hand sewed the end to end anastomosis. Another leak test was performed and it appeared fine. No patient impact reported. Additional information has been requested.